Event description:
It was reported that the device was in a power-on-reset condition. The condition was cleared and the patient was able to charge with good coupling. Later in the month, the device was again in a power-on-reset, code "por 0x400". Steps to clear the condition were reviewed with the manufacturer representative.

Manufacturer narrative:
(B) (4)